Event description:
It was reported that patient experienced exit block and inadequate stimulation due to this right atrial (ra) lead that exhibited high pacing threshold which was confirmed via device testing through programmer and pacing system analyzer. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.